Event description:
It was reported that during a laparoscopic hysterectomy procedure, the top jaw of the enseal device completely broke off. There were no patient consequences. Case completed with another device of the same product code. One device will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the upper jaw missing and not returned. The device was tested with a generator and the device performed as required during testing; though all testing could not be completed due to the missing top jaw. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.